Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the hemorrhoids during a band ligation procedure performed on (B)(6) 2021. Prior to the procedure, the bands were adhered together and the issue was noted during device inspection. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting-up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the hemorrhoids during a band ligation procedure performed on (B)(6) 2021. Prior to the procedure, the bands were adhered together and the issue was noted during device inspection. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting-up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on january 14, 2022. It was reported that the speedband superview super 7 device was used in the anus.

Manufacturer narrative:
Block h6: medical device problem code a04 captures the reportable event of bands were adhered together during inspection. Block h10: investigation results. The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was also noted that the ligator head returned with all the bands attached with some bands were overlapping and moved from their original position. It was observed that the ligator head teeth were damaged/bent. The trip wire was not secured in the handle slot and the slack was not taken up correctly. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other problems with the device were noted. The reported event was not confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, as per the device condition, the slack was not removed properly. Not securing the trip wire in the handle slot could have caused the wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. The extra tension on the device can cause the ligator head teeth to bend. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.